Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The patient experienced no external power alarms and power cable disconnect alarms while attached to batteries and mobile power unit (mpu). The alarms were reproduced by manipulating the while power cable of the system controller. It was demonstrated by the patient in the clinic by attaching to the mpu. The alarms started when white power cable was connected to mpu and black power cable was disconnected from battery. The system controller was exchanged, and all alarms stopped. After the exchange, the patient was placed back on mpu and did not experience any alarms. The event log of the new system controller captured routine events, and there were no notable or unusual alarms. The mechanical circulatory support (mcs) equipment operated as expected. The system controller was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: communication issue due to wire fatigue, fluid ingress, damage to the backup battery ribbon cable, damage to the strain relief. The reported event of atypical no external power events and power cable disconnect alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded (ca190825) for review that showed spanning approximately 4 days ((B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2000 per timestamp). Events occurring on 11oct2023, 18oct2023, and 01jan2000 were recorded during testing at abbott. Atypical power cable disconnect alarms that were associated with rsoc invalid faults on the white power cable were active on (B)(6) 2023 from 13:07:07 - 13:20:51 and on (B)(6) 2023 from 17:26:31 ¿ 17:28:05. These alarms occurred while connected to the mobile power unit and on the power module. Two atypical loss of external power events were active on (B)(6) 2023 from 13:07:44 ¿ 13:07:45, and from 13:20:23 ¿ 13:20:26 due to an atypical power cable disconnect on the white power cable followed by a routine power cable disconnect on the black power cable. Neither of the loss of power events were active long enough to trigger a no external power alarm and the events did not affect pump operation. The driveline was disconnected on (B)(6) 2023 at 13:23:39 for a system controller exchange. There were no other notable alarms active in the log file. The continuity of the underlying wires within the power cables was tested, and it was found that the brown wire would fluctuate within the white power cable when the cable was manipulated near the connector strain relief. This wire is responsible for the rsoc line. The outer jacket of the white power cable was removed, and the wire was found broken near the connector strain relief. Damage to this wire would cause the observed atypical power cable disconnect alarms. The power cables were replaced with test cables and the controller was resubmitted for further testing. With the new power cables inserted, the controller was able pass all testing without any issues or alarms activating. The root cause for the reported event was determined to be due to wire fatigue within the white power cable; however, the root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.